Event description:
During a laparoscopic right salpingoophorectomy procedure it was reported the surgeon was using the tsw35 across the right ip ligament. It was reported on the first firing there was bleeding at the center of the staple line that was controlled with clips. The device was reloaded with a white cartridge and fired again. The device was opened and there was bleeding again that was controlled with clips. There was a total of four clips used and the procedure was completed. There was no consequence to the patient.

Manufacturer narrative:
Facility experienced an event with the endopath ets while performing a laparoscopy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971665. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00t1h; cartridge pan in place/condition, and condition of drivers, good; lockout tabs on pan condition, fired; and position/condition of wedge sleds, fully fired. Functionsl tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, and condition of wedge bands, good; and is hyper lockout condition present, no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.